Event description:
It was reported that a loss of capture was observed on the right ventricular (rv) lead. Fluoroscopy revealed that the rv lead had pulled back. During an attempt to reposition the rv lead, the helix would not extend. The rv lead was explanted and replaced. The patient was in stable condition with no adverse events.